Event description:
It was reported by the customer that a pyxis medstation es system experienced tower door failures. The customer stated that rebooting the system temporarily resolved the issue for about 10 minutes, but the problem recurred. Additionally, the system makes a clicking sound. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a tower door failure due to a faulty latch. A field service engineer stated that there was delay in dispensing the medication to patient. During troubleshooting, the engineer replaced all the latches in the tower with a new style of latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.